Event description:
It has been reported that the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube has been found experiencing four occurrences of underfill. The following has been provided by the initial reporter: the customer reported that some tubes didn't draw enough volume of blood.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 20 retained samples were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.